Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". Customer administered a correction injection to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.